Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead, implanted 4 months, exhibited fluctuating shock impedance measurements. The measurement was 77ohms at implant and has gradually climbed to 125ohms. One measurement while the patient was lying down was 72ohms. There is no report of any therapy delivery issues or adverse patient effects. It is suspected this may be a connection issue.